Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, the malfunction alarm was cleared, and insulin delivery was resumed successfully. It was reported that the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl. A manual insulin injection was delivered to address bg.